Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2021, the recipient underwent repositioning surgery. The recipient's device activation went well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced open electrodes due to electrode migration. Device testing revealed results within normal limits. A CT confirmed electrode migration. The recipient underwent surgery on (B)(6) 2021.